Event description:
A customer reported inconsistent reactions obtained for a patient sample tested on galileo echo m00896.

Manufacturer narrative:
An immucor technical support specialist reviewed the image result files. The camera report appeared optimal. The event log showed no errors occurred at the time of testing. Qc performed as expected. The patient's sample resulted as positive with screening cells 1 and 3. Results visually appeared positive. Screening cells 2 resulted as negative and visually appeared negative. Control performed as expected. An antibody identification panel was performed and all cells resulted as negative. Visually, cells 1, 3, 5, 6 and 7 appeared positive. All other cells visually appeared negative. Controls performed as expected. All clinically significant antibodies were ruled out. A review of the color check images showed that plasma had been added to all assays. Customer was advised the clean, soak and stylus the washer manifold and repeat testing. Customer was also advised to perform monthly washer maintenance tests. Repeat testing was performed with the antibody identification panel and all cells resulted as negative. Cells 1, 5, 6 and 7 visually appeared positive. All other cells resulted as negative and visually appeared negative. Controls reacted as expected. An immucor field service engineer performed the unexpected reactions checklist. The shake gap optimization was also performed and acceptable results were obtained. All parameters were within specifications. The inside of the instrument was cleaned. The probe asby and cleaning station filter were also replaced. Daily maintenance was performed. Qc and several samples were tested and acceptable results were obtained. The instrument is operating within specifications. The customer was also made aware of technical communication cc-09-042-02 which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.